Event description:
Hill-rom received a report from the account stating the beds nurse call function wasn't working. The bed was located in the intensive care unit. Department at the facility. There was no pt/injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the 37 pin wall interface not connected to the rauland nurse call system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The service technician connected the communication cable to the nurse call system to resolve the issue. Based on this information, no further action is required.